Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that the blade broke at the join between the blade and the shank. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a bilateral sagittal split procedure, the blade broke at the join between the blade and the shank. It was also reported that there was no patient injury and there was 10 minute delay as a result of this event. It was further reported that the procedure was completed successfully.